Event description:
It was reported that prior to a colorectal procedure, when the o.r. Nurse and the surgeon were testing the device before using, the jaw of the device did not open. Therefore, they had to use a new device for surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.